Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ultrasound bronchofibervideoscope was dripping black fluid. It is unknown when the issue occurred. There were no reports of patient harm or injury.

Manufacturer narrative:
Updated: b5, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the investigation, the most probable cause of the complaint malfunction is traced to component failure, which is expected or random component failure without any design or manufacturing issue. However, the root cause of the reported events could not be identified/determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.